Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to establish telemetry between their remote monitor and implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the patient was referred to the clinic to check their ipg. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.